Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with reservoir tube lip completely broken off and the reservoir black o ring missing noted.

Event description:
Customer¿s husband reported via phone call that insulin pump had missing o ring. Customer¿s blood glucose was unknown. Customer stated that reservoir was able to lock in place but it was loose. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and the reservoir black o ring missing noted.